Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of home patient's homechoice machine during home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the initial drain cycle prior to being connected. After doing so, hp connected transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised home patient to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.